Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was unresponsive and stopped all insulin delivery. Despite charging the pump for an hour, the pump was still unable to be turned on. The customer's blood glucose level was 400 mg/dl. The customer delivered a manual injection via insulin pen. Reportedly, the customer has insulin pens available as alternate insulin therapy.